Manufacturer narrative:
The device was removed due to a patient condition which does not reflect the performance of the device.

Event description:
Guidant received information that this implantable device was explanted secondary to a patient infection. New information received indicates that this patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device. The patient has since passed away due to cancer.